Manufacturer narrative:
The afapro28 balloon catheter with lot number 56549 was returned and analyzed. Visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven injections. The catheter passed the performance test and electrical integrity as per specification and impedance were also within specification. Dissection and pressure testing of the balloon catheter revealed a guide wire lumen kink and twist 1.05 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.